Manufacturer narrative:
Physio-control evaluated the customer's device and duplicated the reported issue. Physio replaced the device's user interface pcb assembly to resolve the issue, observed proper device operation through functional and performance testing, and returned the device to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not turn on intermittently. There was no patient use reported with the event.